Event description:
Reporter stated that caller reported that unit had compounded 2 bags on the unit, but the display indicated that only 1 had been compounded. The caller was not able to provide any specific info. Reporter referred her to professional services. Professional services stated that there was no problem with the unit after talking with caller. Therefore, the unit was not send to product services for evaluation. Caller reported to qm that this situation has not occurred again in a five-day interval since the original call.